Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and a functional leak test were performed. During the visual inspection and leak testing it was identified that there was a leak at the welded area of the volume indicator port located inside the housing. The cause of the leak was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an infusor leaked inside of the housing during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.